Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device c drive free space had exceeded lower critical threshold. The technical support specialist cleared up the c drive, station drive recovered to 47% used from 98%, and resynced station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation systems c drive free space had exceeded lower critical threshold. The customer stated that they have cases today in that room which can potentially delay patient medication. There were no adverse events or injuries reported based on this event.